Manufacturer narrative:
The product was not returned for eval. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on 3/6 his blood glucose reached 17.0 mmol/l (306 mg/dl) less than 4 hours after the pod was activated. He stated that he felt the needle inserting during the activation process. Upon deactivation he noticed the cannula was no longer inserted into the infusion site. There was no bent or kinked cannula.